Event description:
Patient reported "really bad pain" and "rupture". Patient was provided hydrocodone and flexeril. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient later reported "intense burning, stabbing," "exhausted," "swelling," and "pain is spreading further through my body, my ribs, to sternum, to clavicle collar bone area and neck, stabbing gone left top of shoulder" which are not device related. Patient was prescribed pain meds and muscle relaxers.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.